Event description:
It was reported that this brady lead was a case of an attempted implant due to observed insulation and electrode damage. During the implantation attempt, difficulty was encountered in advancing the whisper wire, leading to a switch to a grand slam wire. Multiple repositioning attempts were performed across different vessels. The brady lead was subsequently removed and inspected; a clot was flushed, and it was noted that the lead wire was not exiting the distal end. An inner catheter was then used, and upon flushing the brady lead again, it was observed that fluid was leaking from the side of the lead, indicating insulation damage. This brady lead was replaced with different model. Not implanted and was returned for analysis. No adverse patient effects were reported.